Event description:
It was reported in the patient's clinic notes that he had been admitted to the hospital due to seizures. A review of the patient's programming history from that time revealed, it was properly functioning at the time. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012 when the physician reported that the increase in seizures actually occurred in (B)(6) 2008 and were not related to vns. Medication changes had been made prior to the increase in seizures and the patient was found to be toxic on zonegran so the dose was reduced. The increase in seizures were below pre-vns baseline levels and were the same seizures as normal but less intense.